Event description:
Reportedly, during the follow-up performed on (B)(6) 2013, the programmer screen froze at the end of the v threshold test. The user had to unplug and restart the programmer to pursue the follow-up. An explanation was required.

Manufacturer narrative:
(B)(4), 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.